Manufacturer narrative:
The initial report was submitted with the incorrect aware date in g4. The correct date is 15-oct-2021. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests; it failed self test. No unexpected insulin flow blocked, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual insulin flow block/no delivery/occlusion alarms or pump errors that may have occurred around the event date. The adapt tool in combination with the unit's pump history file confirm that the closest 7 no delivery alarms to the event date occurred at (B)(6) 2020 19:03:20.000, (B)(6) 2020 01:07:00.000, (B)(6) 2020 20:54:08.000, (B)(6) 2020 20:56:46.000, (B)(6) 2020 21:40:00.000. Most of these alarms occurred during square wave bolus. Self test failed because the vibrator failed to vibrate when it was supposed to. After visual inspection, there is corrosion on/around the following: battery compartment, battery board. The vibrator is located on the battery board. In summary, no insulin flow block/no delivery/occlusion alarms occurred with the unit yet the unit was unable to vibrate due to the moisture damage on the battery board. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were received insulin flow block alarm. No harm requiring medical intervention was reported. The insulin pump was be returned for analysis.